Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer experienced a high blood glucose level of 408 mg/dl. Customer's other blood glucose value was 509 mg/dl, 568 mg/dl, 437 mg/dl, 414 mg/dl. The customer was vomiting due to high blood glucose levels. The customer alleged that the insulin pump was under delivering insulin. The customer was treat with manual injections. The insulin pump passed high pressure test. Troubleshooting was performed for high blood glucose levels. The insulin pump will not be returned for the analysis.